Event description:
It was reported that the placement of the pump was irritating to the patient so the health care provider (hcp) was going to move it to the other side of the patient¿s body. It was later reported that the device was used to deliver hydromorphone. Following the revision, the health care provider (hcp) had removed the pigtail piece completely from the existing 8709sc catheter and had not cleared the existing catheter of drug. It was determined the patient would receive drug for twelve hours and fifty four minutes and then there would be a gap of drug delivery for four hours and forty five minutes. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, product type programmer, physician. (B)(4).